Manufacturer narrative:
(B)(4)

Event description:
Patient contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter, receiver and the smart device that occurred on (B)(6) 2016. Patient was advised that dexcom will send him a new transmitter. No injury or medical intervention was reported.